Event description:
The customer reported via phone call that the insulin pump would suspend on its own. Customer's current blood glucose was 41 mg/dl. The customer has treated their blood glucose with food. The customer stated their previous blood glucose was 440 mg/dl. Customer's blood glucose was 94 mg/dl at the end of the call. A self-test was completed during troubleshooting. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.